Event description:
While performing a reflex group screen, a clot detected error was generated. Before continue processing could be selected, it appeared as if the probe moved to the rinse station and the rinse step was in progress. The probe should not have began rinsing prior to "continue processing" being selected, and the error should not have occurred after selecting "continue processing".

Manufacturer narrative:
The probability of occurrence is rare since the issue will only occur if a clot detection is triggered. The continued motion of the probe following receipt of the error introduces the possibility that the clot could be dragged across other sample tubes as the probe moves. This has the potential to contaminate other samples with no warning to the user. Echo software sp2 patch 1 was issued to customers to correct the anomaly.